Event description:
It was reported that there was guardrails limit was overridden. The customer requested review of how the high dose was programmed. The dose ran at a rate of 2500 mcg/hour from 0933-0958 when the pump went into keep vein open mode. There was patient involvement, however outcome is unknown. Although requested, no additional details were provided.

Manufacturer narrative:
Omit: concomitant med prod data, a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of information provided by user/third party, b17 - device not returned, c19 - no device problem found, d14 - no problem detected. Correction: manufacturer narrative. Investigation summary: the report of an override of a guardrails limit was be confirmed through a review of an ikp report. A review of the suspect pump module and pc unit event log on the reported event date of 19oct2025 was performed and the reported event date was overwritten as result of continued use; however, the facility provided an ikp report of the events dated 19oct2025. The ikp report provides only minimal infusion information and is not validated for log analysis purposes. At 9:33:52 pm, the pump module alarmed for ¿override.¿ at 9:33:58 pm, the alarm was resolved, and at 9:33:59 pm, an infusion of ¿fentanyl¿ started with a rate of 250 ml/h, a dose of 2500 mcg/h, and a volume to be infused (vtbi) of 100 ml, using the ¿adult¿ profile. At 9:58 pm, the infusion was completed, and the keep vein open (kvo) started. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occlude observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. Functional testing performed showed the suspect pump module and pc unit working as expected with no error codes or anomalies being observed. A preventive maintenance (pm) test was performed on the suspect pump module and pc unit through alaris system maintenance (asm) passing all tests indicating the device is within specification. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The guardrails safety software version 12.1 applies hospital-defined dosing limits and configuration settings to enhance infusion safety. It is essential to select the correct care area profile before starting an infusion. Failure to use the guardrails drug library or selecting an incorrect profile may result in inaccurate delivery rates and incorrect drug dosing, potentially leading to serious consequences. The bd alaris¿ system with guardrails user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported override of the guardrails limit was confirmed through ikp report analysis provided by the facility. Consequently, the high dose programmed is being attributed to user error. The returned devices were fully evaluated, and no issues or anomalies were observed during laboratory testing. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was guardrails limit was overridden. The customer requested review of how the high dose was programmed. The dose ran at a rate of 2500 mcg/hour from 0933-0958 when the pump went into keep vein open mode. There was patient involvement, however outcome is unknown. Although requested, no additional details were provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint regarding the override of the guardrails limit could not be confirmed or replicated. Log review could not be performed because the devices and their associated logs were not returned for investigation. However, the facility provided an infusion knowledge portal (ikp) report of the events dated october 19, 2025. At 9:33:52 pm, the pump module alarmed for ¿override.¿ at 9:33:58 pm, the alarm was resolved, and at 9:33:59 pm, an infusion of ¿fentanyl¿ started with a rate of 250 ml/h, a dose of 2500 mcg/h, and a volume to be infused (vtbi) of 100 ml, using the ¿adult¿ profile. At 9:58 pm, the infusion was completed, and the keep vein open (kvo) started. The ikp report provides only minimal infusion information and is not validated for log analysis purposes. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.1) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported override of the guardrails limit could not be determined. Inspection, log analysis, and laboratory testing of the devices were not possible because the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was guardrails limit was overridden. The customer requested review of how the high dose was programmed. The dose ran at a rate of 2500 mcg/hour from 0933-0958 when the pump went into keep vein open mode. There was patient involvement, however outcome is unknown. Although requested, no additional details were provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was guardrails limit was overridden. The customer requested review of how the high dose was programmed. The dose ran at a rate of 2500 mcg/hour from 0933-0958 when the pump went into keep vein open mode. There was patient involvement, however outcome is unknown. Although requested, no additional details were provided.